Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed, and no leakage was found. A microscopic analysis was performed which did not identify any openings. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process."

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.